Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device failed the cutter insertion acceptance test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the attachment had an unknown malfunction. The reporter was unable to determine the precise date of this event. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(6) evaluates the device, a supplemental medwatch report will be sent accordingly.